Event description:
It was reported that; the locking screw of the polyaxial head screw gets loose and dislocated. Revision (B)(6) 2014.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the returned blocker and screw were examined and both did not exhibit indentations that would be expected of an adequate tightening force. It is likely that the extended implantation contributed to the eventual loosening of the structure. Conclusion: due to the multifactorial nature of the event, the root cause cannot be determined conclusively.

Event description:
It was reported that; the locking screw of the polyaxial head screw gets loose and dislocated. Revision (B)(6) 2014.